Event description:
The manufacturer received information alleging a trilogy evo ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer¿s complaint was confirmed. An error code was noted in the download error log indicating a pressure sensor mismatch had occurred. The device software detected a large pressure drop between the monitor and outlet pressure sensors. The device's machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue: contamination clogging the in-line proximal filter was noted. The in-line proximal filter was replaced. Preventive maintenance was completed. The device passed final testing and confirmed to be operating properly.